Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. Upon arrival at the customer site, the fse found the cart handle was missing, as well as threads stripped on the monitor mount where handle is mounted. The fse resolved the issue by replacing display cart mount, screws, washer, handle latch cover, and cart handle. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that in the process of moving the cs300 intra-aortic balloon pump (iabp), end user staff noticed that the handle was broken off and screws were stripped. It was also reported that the cart handle lifted free of cart. There was no patient harm reported.